Event description:
The affiliate reported a customer alleged that two employees experienced human reaction from a completed load. The second of the two employees touched a droplet on the package and received a burn and discoloration on his/her right forefinger. The employee did not seek medical treatment and recovered from the symptoms within a day. The vaporizer plate was in place. The field engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field engineer found that the cycles completed without any trouble. User guide update: based on user reports about contact with residual hydrogen proxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization updated. A user guidance has been issued. Reference MDR: 2084725-2008-00858.